Event description:
A screw, implanted on an unk date, was noted as broken mid-shaft on a followup x-ray. The screw is at s1 in a one-level sacral plate. Pt is doing well and surgeon has no plans to remove the broken screw.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned.